Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'bad keypad' which was reproduced. Evaluation found the basic key did not function normally. The cause was determined to be a keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a number 1 bad keypad button. There was no known patient injury or medical intervention associated with this event. No additional information is available.